Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed that the pacemaker was in backup vvi mode. The pacemaker was restored back to normal on (B)(6) 2025. The patient was in stable condition.